Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other additional information is available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device history record could not be reviewed because the affected lot number was not communicated. If any further information is provided, the investigation report will be updated. Device disposition is unknown.

Event description:
The manufacturer became aware of a pmcf from (B)(6) united states. The title of this report is ¿a retrospective data collection of the internal fixation of bones in the foot, ankle, hand, and wrist in adult and adolescent patients with the variax 2 foot system¿ which is associated with the stryker ¿variax 2 foot¿ system. Within that publication, post-operative complications/ adverse events were reported, for which data collection occurred from 7/30/2019 to 12/14/2019. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication, therefore 8 complaints were initiated retrospectively for adverse events mentioned in the report. This product inquiry addresses nonunion followed by revision. 2 out of 2 cases. The report states: ¿the other nonunion was an uncontrolled diabetic workman¿s compensation patient who was noncompliant and started walking on his pilon fracture 1 week after surgery and went on to a wound dehiscence and infection. The nonunion occurred 241 post initial surgery. He subsequently cleared the infection and had an ankle fusion and went on to union 90 days after his revision surgery.¿